Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately fourteen years and eight months later, computed tomography of abdomen without contrast was performed, and result showed that there was an inferior vena cava filter identified. Tip of the filter was about 4.4 cm below left renal vein. Several struts perforated the wall of the inferior vena cava but with no surrounding fluid collections. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. A definitive root cause for the reported perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately fourteen years and eight months post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.